Event description:
The reporter stated that she experienced an er1 message. She did a chart comparison and a control solution test, but doesn't remember the result. She did not seek medical attention.